Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es entered disconnected mode with a critical override on all three stations, displaying incorrect time and an ICU unit date as far back as 2009, which prevented users from pulling medications, this was under related case 02171967 (main case). There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 8-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system disconnected mode with critical override and incorrect time/date across multiple pyxis stations. A technical support specialist engaged the disaster recovery team to resolve the db rebuilding issue linked to disconnected mode and critical override, coordinated with the customer under duplicate case associated with master ticket 0217967, verified that the issue was resolved, and archived the case upon customer confirmation. The system functioned as intended after the technical support specialist troubleshot the device.